Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-651a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the glass cap exhibits severe devitrification at output window; the fiber proximal to fracture can rotate independently of metal cap; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 200,000 joules and 28 minutes of use, the laser pulls also on the axis; broken mirror was noted. The fiber was exchanged and the second fiber exhibited the same issue at 10,000 joules and 2 minutes. The fiber tips (caps) of both fibers were not cleaned during the procedure. The procedure was completed with third fiber. Patient outcome: no injury to the patient was reported. This report is for second fiber.